Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The device was received for evaluation, and the exposed portion of the soft cannula was found to have a tear on both sides which caused leakage as fluid was observed exiting the tears. It could not be determined when the tears occurred or if they contributed to the reported event. The adhesive pad and welds were also inspected and no abnormalities were found. No other damage or deficiencies were found with the device, and the cause of the event could not be conclusively determined.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 250 mg/dl (>13.9 mmol/l) between 1 and 4 hours of wearing the pod. The reporter stated the pod was leaking and not adhering well to their abdomen. As treatment a new pod was applied. The device investigation found the cannula had tears.